Event description:
Reportedly, patient expired after an implant date in 2006, due to unknown reasons. Unknown if patient death is device related. Date of patient's death and implant duration is unknown; therefore, the aware date is used as the occurence date. No further information regarding this patient was received.

Manufacturer narrative:
Device not returned.